Event description:
The rptr stated that rptr did meter to lab comparison tests. Rptr took meter to the docotor's appointment. Rptr was in a fasting state. A venous draw was done for lab tests, and rptr did capillary test on rptr's meter. Rptr's result was 229 mg/dl, and the lab test result was 300 mg/dl. A control solution test was within range. Rptr did not have any symptoms. The rptr stated that rptr checks the confirmation dot for enough blood when testing. No harm was alleged.